Event description:
Customer reported intermittent dark images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.